Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Four days post implant it was reported that the patient went to the emergency department after receiving shocks. A device check was performed and it indicated that the patient had received inappropriate shocks due to oversensing on the right ventricular (rv) lead. Current egms (electrograms) also indicated the rv lead exhibited high thresholds, undersensing and low amplitude r-waves. A lead revision was performed and it was found that the lead had dislodged. The rv lead was repositioned and remains in use. Additionally, it was reported that the atrial lead also had high thresholds. Therefore, the atrial lead was also repositioned and remains in use. No further patient complications have been reported as a result of this event.